Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device is not switching on. There was no reported patient involvement. Based on the information available and the testing conducted by onsite philips field service engineer, no issues were identified with the device and the system is working as per manufacturer's specifications. The device remains in use at the customer's facility. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is not switching on. There was no reported patient involvement.